Manufacturer narrative:
(B)(4). Date sent: 4/2/2024 d4: batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: 1. Was the device locked on tissue with the jaws closed? -no information available 2. If yes, what steps were taken to open the jaws? -no information available 3. If the jaws could not be opened, how was the device removed? -no information available this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, after closing the forklift and attempting to release it using the gray release lever it had broken off. The instrument was removed and the worm was lowered using a new stapler. No further problems with the continuation of the operation and no impairment of the patient of the patient or his length of stay.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2024. D4: batch # 712c39. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the return reload. Visual analysis of the returned sample determined that the ats45 device was received with the firing trigger broken and with a tr45w reload loaded in the device. The returned reload was partially fired 1/3 and with the reload lock out spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no components damaged or anomalies were noted. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 712c39, and no non-conformances were identified.